Event description:
During a diagnostic coronary angiogram of a tortuous left coronary artery, removal difficulties were experienced. The physician initally was unable to position the guide catheter in the patient's coronary artery and was therefore removing it. During withdrawal, it was noted that a dissection of the right common iliac artery occurred. It is unknown if attempts to repair the dissection were taken at this time. After the guide catheter was removed, it appeared to be twisted. A second pci of the left coronaries will be attempted at a later date. The patient is reported as "well" following the procedure.